Manufacturer narrative:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that touch screen is not sensitive. The system was in clinical use; there was no reported harm to patient/user. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Based on nmpa case# (B)(4) : the customer reported that while in therapeutic use, the device has a touch screen that is not sensitive and the control panel is not controlled. No reports of patient/user harm/injury. Investigation is ongoing.